Event description:
During evaluation of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 8. The patient's drain volume was 1760 ml and the largest prescribed fill volume (lpfv) was 900 ml, which met iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to a false empty detect and use error due to the clinician inappropriately setting the minimum drain volume percentage too low. The device would be routed to the service area.